Event description:
It was reported the patient turned off her implantable neurostimulator (ins) a year ago because it "was not working." It was reported the patient's pain was down both her legs and she was having trouble controlling her bladder as well. The patient had an appointment with her healthcare provider (hcp) the following day to talk about having her ins removed but the patient wanted to try using her device again before she had it removed. It was noted the patient had not charged in over a year.

Manufacturer narrative:
Product ID 39565-65 lot# serial# (B)(4), implanted: 2010 (B)(4), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).